Manufacturer narrative:
The reported observation of ¿ipg end of life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The estimated longevity range would have been 2.3 years up to 3.2 years +/- .25-year per ¿ (B)(4), when using the as received programmed settings and assuming 1000-ohm program impedances, for device model 6662. The device provided 2.37 years which aligns with using programs 1 and 4 for 82% of the implant period and had an estimated longevity of 2.3 years.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the device was end of life it is unknown if the device depleted prematurely. The patient was not receiving therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.